Event description:
The customer reported there is no display on manual mode.

Manufacturer narrative:
(B)(4). The customer reported there is no display on manual mode. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.